Manufacturer narrative:
This follow-up report is being submitted to relay additional information. One m2a-magnum mod hd sz 44mm was returned and evaluated. Upon visual inspection the returned mod head has wear on the outside radius and there is no visible debris inside of the taper. There was impact mark on the face of the mod hd. Additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 157444 ¿ m2a magnum head ¿ 093350, 139256 ¿ m2a magnum taper ¿ 093250, us157850 ¿ m2a magnum cup - 178550. Reported event was confirmed by review of medical records noting osteolysis with pseudotumor. Mild erosion of the bone near posterior aspect of the femoral component around the greater trochanter was found. Tissue near the pseudotumor was noted to be friable and tan-yellowish. Metallosis and metallic debris was found around the hip. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause has been traced to manufacturing, however a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2016 - 04045, 0001825034 - 2019 - 03411, 0001825034 - 2019 - 03412.

Event description:
It was reported that patient underwent a left hip revision approximately 6 years post implantation due to pain and pseudotumor. During the procedure, significant osteolysis was noted with mild bone erosion and tissue damage. The head, neck and cup were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.